Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(6)

Event description:
The lead dislodged again and was explanted and replaced.

Event description:
It was reported that the right ventricular lead dislodged. The lead was repositioned.